Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications 4 impact products were created for product code nw2493/nw2494 and lots t7003, t7004 and t7001, is forth lot number missing? Are these possible lots used during the procedure, or did sutures from all the lots were used in the patient? How many sutures from each lot break after the procedure? For each suture, please inform: what tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the suture break? How was the issue managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. After closing the skin there was suture breakdown of surgical wound within week of surgery. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017 .it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.